Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), ectopic pregnancy ('ectopic, birth - complication'), device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy with contraceptive device') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the perforation, ectopic pregnancy, device dislocation, pregnancy with contraceptive device, systemic lupus erythematosus, pelvic pain, abdominal pain, back pain and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, back pain, device dislocation, ectopic pregnancy, pelvic pain, perforation, pregnancy with contraceptive device, psychological trauma and systemic lupus erythematosus to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2010. Received treatment for: pelvic/ abdominal, back, lupus, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. New events:abdominal, back, autoimmune diagnosed: lupus, psych injury, ectopic, birth - complication, migration, perforation were added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic, birth - complication'), device dislocation ('migration of essure device location of device: peritoneal cavity') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in a 26-year-old female patient who had essure (batch no. A33561) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6) 2006, (B)(6) 2008), multigravida, parity 4, pregnancy with contraceptive device ((B)(6) 2014 , (B)(6) 2016) and pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017). Concurrent conditions included ovarian cyst since (B)(6) 2014. Concomitant products included levonorgestrel (mirena) for contraception, alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2013 for depression and anxiety and pyridoxine hydrochloride (vitamin b6) from (B)(6) 2015 to (B)(6) 2018 for lupus erythematosus. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("psych injury/ anxiety/ mental anguish") and depression ("depression"), 2 years 8 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, device dislocation, systemic lupus erythematosus, pelvic pain, abdominal pain, back pain, vaginal haemorrhage and menorrhagia outcome was unknown and the anxiety and depression had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, perforation, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2010, (B)(6) 2012 received treatment for: pelvic/ abdominal, back, lupus, migration, perforation, anxiety, depression, pregnancy (ectopic). Essure device was applied into right tube with 3 coils were seen outside left ostea seemed to be closed with intrauterine adhesions, levasin sublingual were tried, ostea continue to be closed. A trail to place the essure on the left side was done but failed. Plaintiff experienced other four pregnancies that were captured in cases (B)(4), (B)(4), (B)(4) and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ pelvic pain, abdominal, back pain. Lot number: a33561, manufacture date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic, birth - complication'), device dislocation ('migration of essure device location of device: peritoneal cavity') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in a 26-year-old female patient who had essure (batch no. A33561, 717645) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy (B)(6) 2006, (B)(6) 2008, multigravida, parity 4, pregnancy with contraceptive device (B)(6) 2014 , (B)(6) 2016 and pregnancy with contraceptive device (B)(6) 2015, (B)(6) 2017. Concurrent conditions included ovarian cyst since (B)(6) 2014. Concomitant products included levonorgestrel (mirena) for contraception, alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2013 for depression and anxiety and pyridoxine hydrochloride (vitamin b6) from (B)(6) 2015 to (B)(6) 2018 for lupus erythematosus. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("psych injury/ anxiety/ mental anguish") and depression ("depression"), 2 years 8 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, device dislocation, systemic lupus erythematosus, pelvic pain, abdominal pain, back pain, vaginal haemorrhage and menorrhagia outcome was unknown and the anxiety and depression had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, perforation, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2010, (B)(6) 2012. Received treatment for: pelvic/ abdominal, back, lupus, migration, perforation, anxiety, depression, pregnancy (ectopic). Essure device was applied into right tube with 3 coils were seen outside left ostea seemed to be closed with intrauterine adhesions, levasin sublingual were tried, ostea continue to be closed. A trail to place the essure on the left side was done but failed. Plaintiff experienced other four pregnancies that were captured in cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: essure confirmation test result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal, back pain. Lot number: 717645 , manufacturing date: 2010-03 , & expiration date: 2013-03 . Lot number: a33561 , manufacturing date: 2012-07, & expiration date: 2015-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic, birth - complication'), device dislocation ('migration of essure device location of device: peritoneal cavity') and systemic lupus erythematosus ('autoimmune diagnosed: lupus') in a 26-year-old female patient who had essure (batch no. A33561) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy ((B)(6) 2006, (B)(6) 2008), multigravida, parity 4, pregnancy with contraceptive device ((B)(6) 2014, (B)(6) 2016) and pregnancy with contraceptive device ((B)(6) 2015, (B)(6) 2017). Concurrent conditions included ovarian cyst since (B)(6) 2014. Concomitant products included levonorgestrel (mirena) for contraception, alprazolam (xanax) from (B)(6) 2012 to (B)(6) 2013 for depression and anxiety and pyridoxine hydrochloride (vitamin b6) from (B)(6) 2015 to (B)(6) 2018 for lupus erythematosus. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced anxiety ("psych injury/ anxiety/ mental anguish") and depression ("depression"), 2 years 8 months after insertion of essure. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the perforation, ectopic pregnancy with contraceptive device, device dislocation, systemic lupus erythematosus, pelvic pain, abdominal pain, back pain, vaginal haemorrhage and menorrhagia outcome was unknown and the anxiety and depression had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain, perforation, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012, (B)(6) 2010, (B)(6) 2012 received treatment for: pelvic/ abdominal, back, lupus, migration, perforation, anxiety, depression, pregnancy (ectopic). Essure device was applied into right tube with 3 coils were seen outside left ostea seemed to be closed with intrauterine adhesions, levasin sublingual were tried, ostea continue to be closed. A trail to place the essure on the left side was done but failed. Plaintiff experienced other four pregnancies that were captured in cases (B)(4), (B)(4), (B)(4) and (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation test result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ¿ pelvic pain, abdominal, back pain. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs received: lot number was added. Reporter details added. Newly added events- vaginal bleeding, menorrhagia and depression. Event onset date of previously reported events- pelvic pain female, ectopic pregnancy, device dislocation was added. Patient's demographic details, lab data were updated, medical history was added. Previously reported event- psychological trauma was replaced with specific event anxiety, we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.